Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of a back check valve failure with an infusion set was received from the customer. No product or photo was returned by the customer. The customer complaint of a defective set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that unspecified bd" IV set had a check valve malfunction. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that an alaris pcu was received with a note describing a back check valve failure with an infusion set. Verbatim: "im emailing to report a new suspected back check valve failure event. An alaris pcu was received in general hospital biomedical engineering on (B)(6) 2020 with a note describing a back check valve failure with an infusion set. The infusion set was not received with the pump. We have no additional details to provide for this event."